Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Additionally, customer experienced low blood glucose (bg) of 40 mg/dl. Customer consumed carbohydrates to address bg. Customer confirmed low bg was due to delivering an insulin bolus prior to eating.